Event description:
During the procedure the hypotube kinked and separated resulting in the occlusion balloon deflating. The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon to occlude the vessel. The physician attempted to insert the pre-dilitation balloon and the hypotube kinked then separated resulting in the occlusion balloon deflating. The physician decided to continue with the case without protection. The physician successfully completed the case and the pt is reported to be fine.